Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the hcp will return the device he removed on (B)(6) 2019. The patient reported no change in their activity level or in device programming prior to the malfunctioning. However, since the malfunctioning, the patient have not been able to continue their normal activity level. The hcp was notified and patient will be seeing their regular doctor on (B)(6) 2019 for post -op appointment. The patient need advice on how to return the programmer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that "interstim malfunctioned a week ago" and had to go to the ER .patient reported that her device it started ¿firing¿ and giving her a lot of pain and getting shocks through her system, abdomen, bladder and it was painful and they went to the ER and the device was turned off. Patient further stated before the shocking pt was gradually feeling pain at the implant site in the last couple weeks. No trauma or falls reported that could be related to this. Patient ins is now shut off and the pain went away and wants to have implant removed. The patient is going to see someone in the urology clinic for follow up. No further complications were reported or anticipated.